Event description:
A rn received a grazing needle stick injury while tying knots in blood filled tubing attached to a cord blood collection bag. The patient requested cord blood collection and brought a kit from her vendor. The kit was new to the staff and had no apparent needle cover. The kit came with printed instructions that required the rn to tie 2 knots in the blood collection tube after it was used to fill the collection bag. There was no needle protector for the needle attached to the tubing. The instructions directed the nurse to collect the blood, double tie the tubing and then cut the needle off. The rn did this with the unprotected dirty needle still on the tubing and stuck herself with the needle during the second looping of the tubing while trying to tie the second knot. Event reported to the manufacturer who stated that there is a needle cover with the kit and the injury was due to user error. Hospital deals with different cord blood collection kits from various companies with many different types in use. The needle guard, if present, was not permanently attached to the kit tubing and wasn't "intuitive" to use. The needle protector may have been missing from the kit. If it was present the rn did not recognize it as a needle protector.